Event description:
Newborn born with subgaleal hematoma, hypovolemia, and hemorrhage into posterior horn of right lateral ventricle and probable blood in midline at same level. Born via c-section after failed attempts at vaginal delivery with assist of mity vac x8.